Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team was forwarded a stemi-dtu study that found the patient was on impella support and had access site bleeding. Manual compression was held, volume substitution and blood transfusion were provided, and surgical revision was performed. Additionally, notification of a second adverse event was received for swelling on the right groin and was noted as probable relationship to the impella procedure. The outcome of the patient was unknown.

Manufacturer narrative:
The investigation for the access site bleed and the vascular damage has been completed. The impella device nor sufficient details were provided for evaluation. The root cause of the access site bleeding and the vascular damage could not be determined. Added- h6 clinical code 4441, h6 impact code 4624 correction to the initial MDR MFR report: d4-corrected, UDI number.